Event description:
It was reported that the down arrow button is intermittently responding. There is no additional information available at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all of the keypad buttons were responding intermittently. The keypad was removed and adhesive was observed under the button contacts.